Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer states that the results obtained do not reflect how well she feels. Customer's expected blood results are 100-180mg/dl. Verified the strips expire 07/13/2017 and first opened the test strips (B)(6) 2015. Customer confirms the strips are stored properly. Reviewed meter memory: 391mg/dl, (B)(6) 2015 01:56:06pm, fasting yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Not yet returned.